Event description:
Or procedure: posterolateral arthrolysis l4-l5. Posterolateral arthrolysis l5-s1. Posterior segmental instrumentation l5-s1 on right using pedicle screws. Partial fasciotomy, hemilaminectomy and foraminotomy, left l5-s1 for decompression. Per operative report: then as the disc spacer was being back-filled at l5-s1, the cage broke into pieces and was driven anterior to the spine at l5-s1. A lot of these fragments were removed. There was one fragment which was far anterior. Return to or 2008 for : anterior lumbar interbody fusion with instrumentation. L4-s1, removal of fragment and posterior percutaneous screw placement.